Manufacturer narrative:
No excessive no delivery alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming no delivery. The infusion set had a bent cannula. The insulin pump alarmed no delivery after an infusion set change. Customer's blood glucose level was 417 mg/dl. She treated her blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.